Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on the atrial lead resulting in inappropriate mode switch. Programming changes were performed to deactivate the lead. The patient condition was stable before, during, and after.